Event description:
It was reported that the device was not working. No backup was available. No patient injuries were reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was not working. A visual inspection was performed and showed the scope to have distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.